Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A short simulated therapy was successfully performed. Sample analysis did not identify any failure or malfunction that could have contributed to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown and an autopsy was not performed. The patient had been hospitalized five times for the past one and a half months for unrelated events; however, the patient was not hospitalized at the time of death. Therapy was ongoing prior to death; although, it was unknown if the patient was performing therapy at the time of death. No additional information is available at this time.